Manufacturer narrative:
(B)(4). This report involves a patient who experienced turbid pd fluid, abdominal pain and diarrhea in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as poor technique. The peritonitis was manifested by turbid pd fluid, abdominal pain and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient started treatment with unspecified antibiotics for the event. It was reported that the patient had completed antibiotics treatment after two weeks. Action taken with dianeal therapy was not reported. At the time of this report the patient was recovered from this event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.